Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5042800) on 15-jul-2015. The most recent information was received on 28-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ left side pelvic pain(sharp/stabbing)/ severe and persistent pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no: 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 (on (B)(6) 1997, on (B)(6) 1998, on (B)(6) 2008 and on (B)(6) 2017). She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cilest (ortho tri-cyclen), naproxen since 2012 and oral contraceptive nos from 2014 to 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I'm bleeding so much in an hour during cycle"), abdominal pain ("abdomen pain/ abdominal pain (sharp/stabbing)"), tooth fracture ("teeth chipping"), alopecia ("hair thinning"), vision blurred ("blurred vision"), migraine ("migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), abdominal distension ("bloating"), weight decreased ("weight had dropped some") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition{s}"). The patient was treated with paracetamol (tylenol) and surgery (she underwent bilateral essure removal with bilateral tubal implantation and biopsy of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal distension had resolved, the genital haemorrhage, tooth fracture, alopecia, vision blurred, feeling abnormal, amnesia, adenomyosis, weight decreased and mental disorder outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, tooth fracture, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff were hospitalized {inpatient, out-patient, or emergency room visit} in the five{5} years preceding essure placement until present {attach additional sheets as necessary}: in 2013 and reason for admission approx. Dates/years of visits scan of abdomen due to pain. She underwent biopsy of cervix for abdominal pain. Diagnostic results: in 2012- essure confirmation test- type of test-1 thick dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5042800) on 15-jul-2015. The most recent information was received on 26-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ left side pelvic pain(sharp/stabbing)/ severe and persistent pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 975394-inv,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (((B)(6) 1997, (B)(6) 1998, (B)(6) 2008 and (B)(6) 2017)). She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), naproxen since 2012 and oral contraceptive nos from 2014 to 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I'm bleeding so much in an hour during cycle"), abdominal pain ("abdomen pain/ abdominal pain (sharp/stabbing)"), tooth fracture ("teeth chipping"), alopecia ("hair thinning"), vision blurred ("blurred vision"), migraine ("migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), abdominal distension ("bloating") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition{s}") and was found to have weight decreased ("weight had dropped some"). The patient was treated with paracetamol (tylenol) and surgery (she underwent bilateral essure removal with bilateral tubal implantation and biopsy of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal distension had resolved, the genital haemorrhage, tooth fracture, alopecia, vision blurred, feeling abnormal, amnesia, adenomyosis, weight decreased and mental disorder outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, tooth fracture, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff were hospitalized {inpatient, out-patient, or emergency room visit} in the five{5} years preceding essure placement until present {attach additional sheets as necessary}: in 2013 and reason for admission approx. Dates/years of visits scan of abdomen due to pain. She underwent biopsy of cervix for abdominal pain. Right tube: 1 of coil. Left tube: 3 of coil . Lot number 975394 is invalid. Lot number:975396 manufacture date:2012/04 expiration date: 2015/04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5042800) on 15-jul-2015. The most recent information was received on 30-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ left side pelvic pain(sharp/stabbing)/ severe and persistent pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 975394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 (((B)(6) 1997, (B)(6) 1998, (B)(6) 2008 and (B)(6) 2017)). She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cilest (ortho tri-cyclen), naproxen since 2012 and oral contraceptive nos from 2014 to 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I'm bleeding so much in an hour during cycle"), abdominal pain ("abdomen pain/ abdominal pain (sharp/stabbing)"), tooth fracture ("teeth chipping"), alopecia ("hair thinning"), vision blurred ("blurred vision"), migraine ("migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), abdominal distension ("bloating"), weight decreased ("weight had dropped some") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition{s}"). The patient was treated with paracetamol (tylenol) and surgery (she underwent bilateral essure removal with bilateral tubal implantation and biopsy of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal distension had resolved, the genital haemorrhage, tooth fracture, alopecia, vision blurred, feeling abnormal, amnesia, adenomyosis, weight decreased and mental disorder outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, tooth fracture, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff were hospitalized {inpatient, out-patient, or emergency room visit} in the five{5} years preceding essure placement until present {attach additional sheets as necessary}: in 2013 and reason for admission approx. Dates/years of visits scan of abdomen due to pain. She underwent biopsy of cervix for abdominal pain. Right tube: 1 of coil. Left tube: 3 of coil . Diagnostic results: in 2012- essure confirmation test- type of test-1 thick dye test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records- lot number was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5042800) on 15-jul-2015. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain/ left side pelvic pain(sharp/stabbing)/ severe and persistent pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no.(B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 (((B)(6) 1997, (B)(6) 1998, (B)(6) 2008 and (B)(6) 2017)). She was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2013. Concomitant products included cilest (ortho tri-cyclen), naproxen in 2012 and oral contraceptive nos in 2014. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("I'm bleeding so much in an hour during cycle"), abdominal pain ("abdomen pain/ abdominal pain (sharp/stabbing)"), tooth fracture ("teeth chipping"), alopecia ("hair thinning"), vision blurred ("blurred vision"), migraine ("migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), adenomyosis ("adenomyosis"), abdominal distension ("bloating"), weight decreased ("weight had dropped some") and mental disorder ("caused or aggravated any psychiatric and/or psychological condition{s}"). The patient was treated with paracetamol (tylenol) and surgery (she underwent bilateral essure removal with bilateral tubal implantation and biopsy of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal distension had resolved, the genital haemorrhage, tooth fracture, alopecia, vision blurred, feeling abnormal, amnesia, adenomyosis, weight decreased and mental disorder outcome was unknown and the menorrhagia and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, amnesia, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, tooth fracture, vision blurred and weight decreased to be related to essure. The reporter commented: plaintiff were hospitalized {inpatient, out-patient, or emergency room visit} in the five{5} years preceding essure placement until present {attach additional sheets as necessary}: in 2013 and reason for admission approx. Dates/years of visits scan of abdomen due to pain. She underwent biopsy of cervix for abdominal pain. Essure confirmation test- type of test-1 thick dye test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Patient demographics added. Indication added. Therapy dates updated. Historical conditions added. Concomitant and treatment drugs added. New events teeth chipping, hair thinning blurred vision, migraines, adenomyosis, abnormal heavy bleeding, brain fog, memory loss added."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.